Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to the customer¿s blood glucose.